Manufacturer narrative:
Concomitant products: product ID: 3778-75, lot# va119lk008, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID: 3778-75, lot# va11g5d020, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID: neu_tlock_anchor, product type: accessory. Product ID: neu_tlock_anchor, product type: accessory. No device analysis was performed; the device met risk-based analysis criteria.

Manufacturer narrative:
Note that information references the main component of the system and other applicable components are: product ID: 3778-75, lot# va119lk008, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID: 3778-75, lot# va11g5d020, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID: neu_tlock_anchor, product type: accessory. Product ID: neu_tlock_anchor, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Concomitant products: product ID: 3778-75, lot# va119lk008, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID: 3778-75, lot# va11g5d020, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead.

Event description:
A health care professional via a manufacturer representative reported a consumer was implanted with a device due to postherpetic neuralgia on (B)(6) 2016. After the surgery, an infection was found and the device explanted on (B)(6) 2016. The consumer's current status was normal. Additional information received from the representative reported the (B)(6) was successful and blood sugar was normal. The infection area was at the exposure site of the lead. The consumer was implanted with a new lead and now was well.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.